Manufacturer narrative:
A sample was not returned for evaluation. Photos of the returned customer sample shows evidence of separation of the front and rear barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6042544. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd has initiated CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the safety mechanism on the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter broke apart when trying to activate. Blood splatter did occur but there was no report of injury or medical interventions.